Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient experienced high impedance (greater than 3000 ohms) twice that required reprogramming to a different vector, first indicated on (B)(6) 2020. The lead was explanted on (B)(6) 2021 due to high impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 36cm distal to the is-4 connector pin that the insulation was found squeezed and deformed. In this region the wires of the conductor cable were found fractured, which is assumed to be the root cause of the reported high lead impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Subsequent analysis revealed a deformed lead body 18cm distal to the is-4 connector pin. The deformation was consistent with exposure to constant friction against the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Closing codes were added to the manufacturer analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.